Event description:
It was reported that when an asymptomatic patient presented in the operating room for device change out due to normal eri, externalized conductors were noted on the right ventricular lead. No electrical anomalies were detected, the lead was explanted and replaced, and the patient was in good condition following the procedure.